Manufacturer narrative:
Concomitant device: customer quality conducted an investigation of the returned device. The returned screw was confirmed to have a broken tip. Replication of the complaint condition is not applicable as the device is already broken. The drawings were reviewed during investigation. The screw measured 3.21 mm in length. Drawing specifies that the screw length should be 3.9mm +/- 0.1, therefore approximately 0.69mm is missing from the tip. Additional measurements of the tip were unable to be obtained. The material associated with drawing is tialnbri4.00. A material test was attempted with niton08; however due to the small size of the material an accurate measurement was unable to be obtained. A DHR review was unable to be completed as the lot number is unknown. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: titanium matrixneuro screw self-drilling 4mm (part 04.503.104.01, lot number unknown, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. (B)(4). Device broke intra-operatively and is not considered implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2017 the tip of the ti matrixneuro screw broke off when used. Tip did not remain in bone flap. No patient harm reported. This report is for one (1) ti matrixneuro screw self-drilling 4mm. (B)(4).